Event description:
Note: boston scientific corporation became aware of the reported event through various legal documents; the events had not been previously reported to bsc. Bsc received a letter from the patient's attorney which reported that a tracheobronchial stent was placed in a male patient (age and weight unknown), prior to or in 2004 (actual procedure date is unknown). It was reported that, "at some point after the stent was implanted [the patient] developed problems... The stent failed and broke." Several attempts to ascertain further information about the patient, procedure and user facility have been unsuccessful.

Manufacturer narrative:
The device is unknown; therefore it cannot be determined if these events are addressed by the product directions for use (dfu). The product is unknown; therefore, a device history record (DHR) review, similar complaint search, and complaint trend report review are not possible. The device has not been returned. A device evaluation cannot be performed; therefore, the relationship between this device and the cause of the event is undetermined.